Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The pulse generator exhibited an anomaly; inappropriate user programming was suspected. No medical intervention was performed. The patient was stable post event and would continue to be followed with routine follow-up.